Event description:
Reporter indicated via an anonymous telephone call conference, that a vns patient was having breakthrough seizures, and that the patient was recently reimplanted with a new vns generator in (B)(6) 2011. The reporter did not provide the patient's name so the patient identity could not be confirmed. The reporter was advised to follow up with the treating physician. Attempts for further information are in progress.

Event description:
Reporter indicated the patient was being treated at the office. The cause and level of the seizure increase was not provided by the reporter. Vns settings were adjusted as an intervention to control the seizures, and the patient will continue with current keppra medication. The vns is working appropriately per the reporter and the patient and mother have been instructed in using the vns magnet to help abort seizures.